Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. Earlier post-implant films were not available for review and comparison. The bifurcate was seen positioned just below the lowest left renal artery within the angulated and calcified neck. There was a likely proximal type I endoleak, with lack of stent graft apposition along the anterior (outer curvature) of the stent graft. The infrarenal neck and aortic body were acutely angulated ~70deg maximum (a-p) to the limbs. It is possible that the cause of the type ia endoleak was anatomy related; lack of a proximal seal due to the angulated and calcified neck. The cause of the reported residual type ia endoleak after implanting the endoanchors could not be determined, and the cause of the aortic cuff implant difficulties also could not be determined. Films during the intervention were not provided. It is possible that the angulated and calcified neck may have also contributed to both of these events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed that there was unknown endoleak with aneurysm expansion. An angiogram revealed that there was a proximal type I endoleak with aneurysm expansion. The physician elected to implant 12 aptus endoanchors, the proximal type I endoleak was diminished but did not resolved. An endurant aortic cuff was implanted, however during the removal of the delivery system the endurant cuff was inadvertently pushed proximally covering the left renal artery. The physician was unable to cannulate the left renal and will monitor the patient. The left renal artery still had blood flow at the end of the case. The proximal type I endoleak was resolved. The physician cannot determine the cause of the events. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.